Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not turning on. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller board and bus controller board was faulty. A field service engineer toggled the power switch and observed that the fan attempted to turn on but then shut down. Inspected the system and identified the issue as a faulty drawer controller on drawer three, which prevented the station from powering on. Replaced the bus controller and drawer controller boards on the station. After replacement, the station powered on successfully and was fully functional. The customer tested drawer three for functionality and reported no further issues. The system functioned as intended after the field service engineer repaired the device.